Manufacturer narrative:
Date sent to FDA: 9/29/2020. Additional information: a1, a2, b7, d3, d4, g1, g2. Additional b5 narrative: it was reported that the patient experienced adhesions, obstruction, recurrent hernia following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery and incisional hernia repair surgery on (B)(6) 2019 due to severe infection of mesh with intra-abdominal abscess and sepsis. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.